Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7084390/7084543.

Event description:
It was reported that the patient had an infection both at the ipg and lead incision sites. The physician suspected that the cause of infection was that the room was not cleaned well prior to the patients case. The patient was placed on antibiotics. All device components were explanted and will not be returned. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn (B)(6)). The returned ipg revealed no anomalies during the visual inspection.

Event description:
It was reported that the patient had an infection both at the ipg and lead incision sites. The physician suspected that the cause of infection was that the room was not cleaned prior to the "patient's" case. The patient was placed on antibiotics. All device components were explanted and will not be returned. No device malfunction was suspected. The patient was doing well postoperatively.